Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the external devices. Reportedly, the patient failed to charge the device as recommended. Surgical intervention may occur later to address the issue.

Event description:
Surgical intervention to replace the patient's ipg occurred on (B)(6) 2018. Stimulation therapy was reportedly restored postoperatively.